Manufacturer narrative:
H3: product analysis of part# 6950315, lot# h6001795 visual and optical inspection confirmed the female hex of the set screw has been damaged/stripped. The damage to the screw appears to be from overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having posterior cervi cal decompression and internal fixation spinal therapy for posterior cervical spinal stenosis. It was reported that when the surgeon was implanting the screw nut, he found that it could not be tightened and occurred slippery thread, indicating that the screw nut had stripped. There were no further complications or symptoms reported regarding the event. Additional information was received via manufacturer representative that the thread slippage occurred during normal usage of device.